Manufacturer narrative:
Concomitant products: product ID 37092, serial # unknown, product type accessory; product ID 3889-28, lot # va0f43k, product type lead. (B)(4).

Event description:
It was reported the patient had no stimulation sensation and they stopped feeling stimulation two days prior to report. It was noted the patient¿s symptoms also returned. It was stated the patient went through a security gate a little over two weeks prior to report and the alarm went off. Since the patient¿s symptoms returned two days ago and they lost the feeling of stimulation they were wondering if their implantable neurostimulator (ins) was dead and if the security gate could have damaged their device. It was reported the patient was not able to make an adjustment either with or without their antenna attached. It was stated the patient was not able to connect to their implantable neurostimulator (ins) at the time of report and they were getting a poor communication screen. It was noted the patient never used their programmer because they never had good training on it and the day of report was the first time the used it. It was noted the patient was not sure where their implantable neurostimulator (ins) was. It was stated the programmer would not do telemetry with or without the antenna and the anomaly appeared to have occurred through product use. It was later reported the patient received a replacement programmer and they were not able to make an adjustment with the antenna attached. It was stated the antenna was damaged. Analysis results showed there were no anomalies with the programmer and the antenna jack was resoldered as a preventative measure.